Event description:
Customer reported the insulin pump alarmed motor error and button error that morning. Customer stated he inserted a new battery and device alarmed weak battery. Customer stated that he was delivering a bolus and half way the device alarmed motor error. Customer did a complete set change to get the device fixed. Troubleshooting for both alarms was conducted. Blood glucose during motor error was 195 mg/dl and 149 mg/dl during button error. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and excessive no delivery test. There was no motor error alarm noted. The motor passed motor test. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no weak battery alarms occurred during testing. The insulin pump was received with cracked reservoir tube lip, battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.